Event description:
An impella cpsa c9 device was inserted via the right femoral artery in an 82-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage a. No additional patient history was provided. During support, suction events with reduced impella flows were observed while the patient was being managed in the intensive care unit. Troubleshooting efforts included assessment of device position by echocardiography and measurement of the distance from the aortic valve to the catheter tip. The pump was repositioned; however, the suction events and reduced flows persisted. Due to the ongoing suction events and inability to restore expected support, a decision was made to exchange the impella cpsa c9 device. Upon explant of the initial device, biomaterial was observed within the outflow. No cannula kinks were observed. The introducer was reported to have been flushed prior to insertion. No left ventricular thrombus was identified. Activated clotting times were reported to be between 160 and 180 seconds around the time of the event. The impella cpsa c9 device was exchanged for a second impella cpsa c9 device. The patient survived the adverse event and remained on impella support with no additional adverse events reported. Pump performance metrics and purge solution information were not provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b explant date provided.